Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report error 1-02 on erbe. Before calling in site had already restarted the erbe without improvements. Tse requested to restart the erbe again without cables attached which did not resolve the issue. Tse requested to remove the power from the erbe and restart again, which did not resolve the issue. Tse asked if a replacement generator is available and biomed was looking for it. Site contacted field service engineer (fse) who contacted tse to report that site has successfully setup up there back up generator and finishing the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. During power-on test the 1-02 error was found on the generator, confirming the fault occurred in the field. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.